Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral, superficial femoral and brachial kidney artery. A 2.5mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured vertically upon the first inflation at 10atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral, superficial femoral and brachial-kidney artery. A 2.5mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured vertically upon the first inflation at 10atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer. A visual examination found that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear in the balloon material was identified beginning 1mm distal of the distal markerband and extending approximately 6mm proximally of the distal markerband. As per the instruction for use (IFU), the rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple hypotube kinks along the length of the device.